Event description:
Facility reported an external blood leak near the arterial line connector (first use). Estimated blood loss less than 100 cc. No medical intervention. The dialyzer was changed and the treatment finished without further incident. The sample was discarded by the facility. Medwatch filed on the blood loss.